Event description:
During a coronary artery bypass graft procedure, the device would not activate. Another devece was used to complete the case. There was no adverse consequence to the patient. One device is being returned.